Event description:
It was reported that the patient heard an alarm. As of (B)(6) 2014, the patient¿s pump was ¿beeping.¿ the reporter did not know when this began. The reporter was unable to identify or describe the alarm. At this time, telemetry had not yet been performed. However, per pump logs from (B)(6) 2015, the elective replacement indicator (eri), end of service (eos), and a ¿stopped pump period may exceed tube set¿ message had occurred. Eos occurred on (B)(6) 2014. It was indicated that the battery depletion was normal. However, it was also indicated that it was unknown if the pump had been implanted longer than 81 months before reaching battery depletion. The patient did find an hcp, who prescribed some oral baclofen and set the patient up for a pump replacement on (B)(6) 2015. The patient received baclofen 5mg three times per day. The pump was replaced on (B)(6) 2014 as scheduled. As of 2 days later, the patient had recovered without permanent impairment. The device system was used to deliver baclofen. Patient symptoms were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # n086968004, implanted: (B)(6) 2007, product type catheter.